Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing frequent ipg charging. The physician believed that ipg was no longer working due to previous procedures the patient had encountered since device was implanted. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician's preference. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing frequent ipg charging. The physician believed that ipg was no longer working due to previous procedures the patient had encountered since device was implanted. The patient will undergo an ipg replacement procedure.